Event description:
During a laparoscopic gallbladder removal, the md was using the surgical pencil when he saw a spark in the belly. Upon removing the surgical pencil from the abdomen, he could see that a small piece of the insulation around the tip was missing, and melted flakes of insulation could be seen on the liver. The surgical pencil was at the 30/30 setting which is the minimum it can be at. For some reason, they felt the spark was from the insulation. They got another surgical pencil to finish the case. Per the rn, "during laparoscopic case, surgical pencil sparked from insulation, melted insulation flakes left on liver. Surgical pencil setting 30 coag, 30 cut, pure.